Event description:
A manufacturer representative (rep) reported that them and the healthcare provider (hcp) were not able to get telemetry, and that the implantable neurostimulator (ins) may be depleted as of an unknown date. There were no patient symptoms alleged, and later on date notified it was inquired if a short would drain the battery. Interrogation could not be done as the ins is completely dead. Follow up with the hcp is to be conducted. The ins was replaced on date notified and all impedances were normal. The initial ins longevity was checked and failed earlier than expected. The settings for both left and right were 4.5v, 130pw, 120hz, c+ 2- 1139. Additional information received from the rep on nov-11 reported that the patient was implanted on (B)(6) 2016 and had not yet started to see significant benefit from therapy. The cause of the early depletion is unclear. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
Analysis of the ins s/n (B)(4) confirmed the allegation and showed that the premature depletion was due to an external battery short of an unknown cause. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. Additional destructive analysis completed at medtronic hybrid product analysis lab in (B)(4), {although a por was logged in device memory no correlation to the field reported telemetry failure could be established. Pal analysis found the device to be fully functional. The source of the telemetry anomaly could not be determined or recreated.} {}. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. A lab functional test determined that no output was observed on any electrode pair. {the ins had no telemetry initially but after the ins was cut open the telemetry was ok}.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.